Event description:
It was reported that during central processing procedure, the fenestrated bipolar forceps instrument was found to have a compromised insulation. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: "I have submitted pictures of the instruments. The instruments have been returned. I am unsure if the cable/wire was completely broken or just the insulation was not fully intact. 4x magnification is not strong enough to see that detail. Since there is no IFU for testing the insulation that is compromised we do not use instruments that have damaged insulation to prevent patient injury due to the wire/cable being exposed. I was not notified during the last case the instrument was used so I would deduce that the instrument worked properly."

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Review of the provided image is consistent with the damaged insulation allegation. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. This issue can be resolved by using an alternate instrument to complete the procedure.